Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was blank and the insulin pump shuts off. The customer's blood glucose level blood glucose level was 124 mg/dl at the time of the incident. The customer was calling back with blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The device will not be returned for analysis.